Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow event was identified with a solution administration set when connected to a normal saline bag for priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. The device was gravity tested with methylene blue and the liquid did not pass through the end of the drip chamber. The reported condition was verified. The cause is attributed to defective raw material from an external supplier. The drip chamber part is manufactured by a third party supplier. A notification was sent to ensure supplier awareness. Should additional relevant information become available, a supplemental report will be submitted.